Manufacturer narrative:
B5: the reporter indicated the surgeon inserted and removed a 12.6mm tmicl12.6 implantable collamer lens, -08.50/+2.5/111 (sphere/cylinder/axis), during the same surgery due to the lens was implanted upside down and was damaged. There was no patient injury. The lens was replaced during the same surgery with another same model/length lens and the problem was resolved. The cause of the event was due to patient related factor. Claim #(B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 12.6mm tmicl12.6 implantable collamer lens, -08.50/+2.5/111 (sphere/cylinder/axis), on (B)(6) 2021 due to the lens was implanted upside down. The backup lens was implanted. Additional information has been requested but none has been forthcoming.